Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was noted that the pacemaker was in backup vvi mode due to event queue overflow. Programming changes were made on (B)(6) 2019 and cyber security upgraded. Patient was stable.